Event description:
A pt undergoing coronary bypass surgery, with the device in use in the anesthesia breaking circuit, was noted to have pulmonary edema, with fluid passing up the et tube. The device was replaced with another. Following the completion of the procedure, the pt's cardiac status deteriorated, necessitating a return to the operating table. The pt's head ring was removed resulting in the device falling to a position below the pt's head. A progressive increase in airway resistance and inadequate ventilation ensued. The device was removed and the pt was resuscitated. Examination of the device revealed a high flow resistance and the presence of "bubbles" on the media.